Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had blood glucose levels up to 28mmol/l with moderate ketones, nausea, and vomiting. The reporter stated that the patient was given insulin via syringe and blood glucose levels resolved to target. The reporter indicated that the pump was emitting frequent loss of prime warnings over the past year. The reporter stated that the loss of prime warnings were sporadic and would happen for weeks straight and then they would not get them for a while. The reporter indicated that often the loss of primes would occur after changing the cartridge and confirmed that there was no power loss. Troubleshooting of the cartridge filling technique indicated that the reporter was using refrigerated insulin as well as room temperature insulin; the reporter was advised to use only room temperature insulin. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 12/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2015 with the following findings: the pump black box showed on loss of prime warning associated with low, non-zero force. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump performed the rewind, load, and prime successfully and was exercised for 24 hours without loss of prime warnings occurring. The force sensor calibration test confirmed that the force sensor was detecting force correctly. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.